Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experience a light pain on the bottom left-hand-side of their heart when they wake up. The patient further reported that there is something wrong with their leadless implantable pulse generator (ipg). The leadless ipg remains in use. No further patient complications have been reported as a result of this event.